Event description:
The customer reported that the AED has a depleted battery and the asi is flashing red. The customer did not report that this event occurred during patient use.

Manufacturer narrative:
The customer reported that the AED has a depleted battery, and the asi is flashing red. The maintenance schedule is not reported. Communication with the customer:the pads are expired with an expiration date of sep 2019. The customer stated they purchased a new battery for the AED. When the new battery was inserted, the unit alarms and displays a service code for 'error code, which may be battery depleting due to failure to address red asi, then it continues to beep every so many seconds. Advised to leave AED out of service due to expired pads and referred to distributor to order replacements. A data card will be sent to the customer to download the log history file and send to the manufacturer for further analysis. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.